Manufacturer narrative:
The customer requested the device lcd part number to repair the lcd themselves. At this time, the device will not be returned. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported the device screen suddenly went blank. Device was restarted multiple times resulting in a partial broken image on screen. This resulted in the screen to go blank again. No know impact or consequence to the patient.

Event description:
The customer reported the device screen suddenly went blank. Device was restarted multiple times resulting in a partial broken image on screen. This resulted in the screen to go blank again. No know impact or consequence to the patient.

Manufacturer narrative:
Additional narrative: on (B)(6) 2018 (B)(6) at (B)(6) hospital reported the cns-6201a (pu-621ra sn:(B)(6)) screen suddenly went blank black. Biomed tried restarting the device multiple times. The result was a partial broken image then went back to blank black. Biomed switched out the display with a working, 3rd party display and all patient monitoring came back. Service requested part/pricing on display monitor. Service performed information provided. Investigation result the cns was put into service on 06/28/12, which is over 6 years prior to the reported issue. The device warranty ended on 06/28/14. A review of monitor history found no previously reported issues for the unit. There was a reported failure of the cns display. The cns display is manufactured by a third party company. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. The display was over 6 years of age. During this time, factors such as use, power issues, and other conditions at the facility could contribute to degradation of the unit. Customer's maintenance information for this unit is not available. There is no record of nka servicing performed on this unit. Information on the display, including its condition, was not provided. The part was not returned, and nka evaluation was not performed. Failure of the display monitor does not prevent alarm indicator from lighting up should an event occur, as this is connected to the cns, not the display. The display had failed well beyond the warranty period. Customer was able to resolve the issue by replacing the display. Based on the given information, this issue is not suspected to be caused by deficient design. There were no further reported issues with the cns display.